Event description:
It was reported that the patient experienced withdrawal and they had suspected possible catheter dislodgement, "pulled out of the space." It was stated that recently the patient felt like they were suddenly going into withdrawal. It was indicated that they were planning a catheter dye study on the day of report. The outcome of the patient was not provided. The drug delivered via pump was morphine. Additional information had been requested, but was not available as of the day of this report.

Event description:
Additional information received reported the patient was not getting good relief.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010. Product type: catheter. (B)(4).